Event description:
It was reported that the patient's right ventricular lead exhibited high and out of range defibrillation impedance. No intervention was performed and the patient will further be monitored. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.